Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported the patient was treated for infection, however the medical records provided do not state the cause of the infection as being the mesh. In regards to infection, the warning section in the instructions-for-use states " if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2011, the patient was diagnosed with a total vaginal prolapse and a prolapsed uterus. The patient underwent a total abdominal hysterectomy, bilateral removal of her ovaries, an abdominosacral colpopexy with use of a bard/davol flat mesh, a tvt non-bard/davol t-sling placement and a posterior repair. Two weeks postop the patient presented to the clinic with symptoms of fever, chills and eventual vaginal drainage. A CT scan showed a pelvic abscess around her abdominal sacral colpopexy. Cultures of the abscess cavity grew strep viridans and a rare positive gram-positive bacillus, noted in the hospital report. Patient was treated with antibiotics. On (B)(6) 2011, patient underwent drainage of perivaginal abscess and explant of the bard flat mesh due to infected abdominal sacral colpopexy mesh. A few months postop patient was diagnosed with a recurrent cystocele. On (B)(6) 2011, the patient underwent repair of the cystocele with implant of a non-bard/davol mesh.